Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing, shock testing, and bench handling without duplicating the report. An internal inspection of the device found no discrepancies. The battery lugs were reassembled as a precaution. The device was recertified and returned to the customer. Review of the device logs showed charge attempts; however are unsuccessful due to charge timeout and defib charge errors. A charge timeout indicates the device did not reach required charge within 25 seconds a defib charge error indicates that the capacitor voltage did not charge at a rate of at least 17 v/.5 sec within 4 consecutive iterations. Entries also indicate the battery being used during the case required calibration and at the end of the case, after the noted error entries occurred, a low battery message was displayed. The battery used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.